Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the skin of the patient inevitably sticks out because of the large size of that antenna part. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.